Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products - unknown mg ii femur, unknown mg ii tibial tray, unknown mg ii bearing. Report source: (B)(6). - no devices were received; therefore the condition of the components is unknown. Photographs of the explanted device was returned and found that one of the condyles was completely worn through and the remaining surfaces are heavily damaged. - photograph of the explanted articular surface shows severe wear on the device. - no product was returned; visual and dimensional evaluations could not be performed. - this device is used for treatment. - unable to perform a compatibility check based on the provided information. - unable to perform a complaint history review based on the provided information. - surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. - a definitive root cause cannot be determined with the information provided. -no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that the patient underwent revision surgery 19 years post initial surgery due to worn bearing. Attempts have been made and additional information on the reported event is unavailable.